Event description:
It was reported that the patient and caregiver were dissatisfied with ilet performance and requested a device return after multiple education sessions and attempts to optimize use, including guidance on treating lows appropriately and distinguishing meal sizes, with the patient temporarily discontinuing the pump and later proceeding with return. Symptoms included episodes of hyperglycemia of unclear cause. Outcomes included no alerts or alarms reported, no hospitalization, and a return for credit initiated with unopened supplies also returned. Investigation included case review by the support and clinical teams, assessment of user practices, and approval by sales and territory management to proceed with return. Investigation of this case revealed user-related factors likely hindered algorithm effectiveness, including pretreatment of lows at higher glucose levels, overtreatment of lows with 17 g carbohydrate, and inconsistent meal size entries, while no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributing use-related factors.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.